Event description:
The green seal detached into the tunnel when scissors were being deployed during a saphenous vein harvesting procedure. Customer stated that they retreived it out using the c-ring. Customer did not provide lot number and stated that the product was disposed. No product will be returned. No patient injury or complications were reported.